Manufacturer narrative:
Only part of the suspect device was returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete

Event description:
The account alleges that after removing a nephroureteral stent from a male patient's right ureter, a metal foreign body was identified within the patient's ureter. The foreign body was successfully externalized via vascular snare device. The stent was originally placed to treat the patients ureteral stricture. No additional patient consequences to report.